Event description:
It was reported by the patient that "last night having a little bit of trouble with it". It was clarified that patient observed a poor communication screen on the programmer unit of their implantable neurostimulator (ins). The patient had the ins off for "at least 3-4 weeks" and tried to turn it back on last night. The patient had never pressed any buttons on the programmer. With assistance of the manufacturer representative, the patient was able to turn the ins back on. The patient was on program 3 at 1.2 volts and could feel the stimulation. It was then clarified by the patient that last night it was "too high" so they "put it down a notch". The event was considered resolved at the end of the report. Follow up information received confirmed that the patient received assistance from their doctor and the manufacturer's representative and their concerns were resolved. An appointment of (B)(6) 2013 was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0715m, implanted: (B)(6) 2013, product type: lead. (B)(4).